Event description:
It was reported post op a realize band implant, the patient complained of abdominal pain and was febrile. The patient was taken back to surgery and the surgeon removed the band. Pus was around the band area. The surgeon stated that he may have nicked something during band implantation, but not sure. The band was removed with no patient consequence. The surgeon is going to let the patient heal and then discuss with the patient about another band implant.

Manufacturer narrative:
(B)(4). Information was not provided by contact.information unavailable, device not returned for analysis.facility will not release device.